Event description:
Complainant alleged that while transporting a patient (age & gender unk) the device was unable to obtain an ECG signal. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction. Complainant indicated that during subsequent biomed testing, the malfunction was not duplicated.

Manufacturer narrative:
Zoll medical corp has received the product and will be providing a follow up report when our investigation is completed.